Manufacturer narrative:
(B)(4). 510(k) number: the product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Manufacturer narrative: method: the electrical resistance of the heater wire in the inspiratory tube of the returned rt212 breathing circuit was tested using a multimeter. Results: the resistance of the inspiratory heater wire was found to be lower than normal, confirming the reported fault. A lot check could not be completed as no lot number was provided. All breathing circuits are electrically tested during production and those that fail are rejected. The timing of use shows that the heater wire became an open circuit post production. (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that an rt212 adult breathing circuit did not heat. No patient consequence was reported.